Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2016 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to perform lysis of mesh adhesions to the small bowel after the ventralex st allegedly failed. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent open repair with the implant of ventralex st. Per operative notes, "dissection was carried down to the hernia sac. A medium ventralex patch was inserted and sutured through fascia at the left and right border of the mesh." On (B)(6) 2016 to (B)(6) 2017 - patient was diagnosed with small bowel obstruction, epigastric pain and underwent nasogastric tube placement for decompression. On (B)(6) 2017 - patient had small bowel obstruction, adhesions and underwent repair. Per operative notes, "exploration revealed two loops of intestine stuck to the posterior side of the umbilical hernia repair mesh. This appeared to correspond for the site of obstruction. There was dilated intestine proximal to this and non-dilated intestine distally. This was lysed from the mesh without difficulty. A patch of seprafilm was inserted and applied to the posterior side of the mesh." Attorney alleges that the patient had adhesions, bowel obstruction, pain and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced adhesions, adhesions are a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information provided, there is no change to the initial determination, no conclusion can be made. Per medical records review, post implant of ventralex st, patient was diagnosed with small bowel obstruction, pain and adhesions thereby underwent repair procedure. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced adhesions, adhesions are a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2016 - the patient underwent surgery for repair of an umbilical hernia, a ventralex st mesh was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to perform lysis of mesh adhesions to the small bowel after the ventralex st allegedly failed. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.